Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error issue was verified, but the screen on quick bolus button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.